Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed high pressure. The infusion had been running at a continuous rate of 5.43 ml/hr, with a reservoir volume of 150 ml. The pump was changed when the alarm had sounded. The infusion was intended for 48 hours, with a lock level of 2. Although the patient had not been harmed, there had been a delay in the patient¿s treatment. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.